Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a product performance issue. This rv lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was received and indicated that this lead's threshold increased and was trending upward.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a product performance issue. This rv lead was surgically abandoned. No additional adverse patient effects were reported.